Event description:
It was reported procrit and ice were used to treat moderate swelling and bruising of the right thigh (surgical side).

Manufacturer narrative:
Device remains implanted in patient.

Event description:
The patient presented with right groin pain and was treated with unspecified medication.

Manufacturer narrative:
UDI# (B)(4).- the associated complaint device was not returned. A review of the complaint history shows no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. (B)(4).